Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). Refer to ¿(B)(4) MDR patient data summary.pdf¿ for the erroneous results generated on (B)(6) 2020. Date of birth and age information was available. Other patient demographic information was not provided. MDR# 9612296-2020-00255 - MDR# 9612296-2020-00260 addresses (B)(4), events occurred on (B)(6) 2020. (B)(4). MDR# 9612296-2020-00255 addresses (B)(4): event occurred on (B)(6) MDR# 9612296-2020-00256 addresses (B)(4): event occurred on (B)(6). MDR# 9612296-2020-00258 addresses (B)(4): event occurred on (B)(6). MDR# 9612296-2020-00259 addresses (B)(4): event occurred on (B)(6). MDR# 9612296-2020-00260 addresses (B)(4): event occurred on (B)(6).

Event description:
The customer reported high ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to the event.